Event description:
It was reported that the programmer had difficulties recognizing devices, and the communication was very slow. The doctor had replaced the radio-frequency (rf) head, but that did not resolve the issue. It was further noted that the doctor believes the issue started after the programmer received a software update. The programmer will be returned. No patient complications have been reported as a result of this event. The radiofrequency (rf) head was also returned to the manufacturer, analyzed and tested out of specification.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that it was not possible to interrogate an implantable cardiac device. There was a loose contact in the cable. It was also noted that the window of the upper case was cracked. As a result the upper case, cable and label were replaced. Concomitant medical products: product ID: 2090w, programmer. (B)(4).